Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the intra-operative scan showed a screw deviation. The l4 screw left was deviated medially. Different screws were used for each level due to the surgeon planning choice to obtain reduction through voyager screws. When asked how they mitigated the soft tissue pressure the manufacturer representative stated that they were planning screws with small angles and paying attention to soft tissue retraction. It was confirmed that the bmi was unknown, but the manufacturer representative stated that it was for sure high; soft tissue pressure was present, retraction was indeed needed and may have been the cause of the shift. The trajectories were deviated less than 3.5mm. The screw was removed and not revised. There was a surgical delay of less than 1 hour. There was no impact on the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1 - a4: no patient information is available. The exports/logs were returned for clinical analysis. The analysis determined the probable cause of the deviation of l4 left is soft-tissue pressure applied on the tools while instrumenting, resulted in medially deviated l4 left trajectory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.